Event description:
During a procedure a pt aspirated in to the anesthesia machine. During the first case 3 days later, a procedure was terminated and completed the following day. A hosp emplyee reportedly removed the expiratory valve dome and popped the valve disc free which corrected the reported problem. There was no report of pt injury.